Event description:
As reported by an edwards lifesciences affiliate in ireland, regarding a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, the 26mm commander delivery system and 26mm sapien 3 ultra valve could not exit the 14f esheath plus, as there was damage to the tip of sheath which prevented the valve coming out of the sheath. The valve, delivery system and sheath were removed as a single unit, and a new kit was successfully used. The patient did not suffer any injury and was in a good condition. As per imagery received, a distal tip torn was observed on the sheath.

Manufacturer narrative:
D4 UDI: (B)(4). E1: phone number: (B)(6). The device was received for evaluation. Investigation is underway.